Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen became damaged after beach exposure, progressing to a nonfunctional display, though basal delivery reportedly continued until shortly before the report; the device was replaced and the original was returned. Symptoms included hyperglycemia and feeling unwell. Outcomes included temporary hyperglycemia for about one hour, self-managed with a subcutaneous insulin injection and no medical intervention. Investigation included complaint intake, device return logistics, and shipment tracking to confirm receipt. Investigation of this device revealed a delaminated or otherwise compromised display consistent with screen damage, with no reported interruption of insulin delivery until the display failed. It was concluded, based on previously established findings for similar reports, that the cause was device display damage consistent with environmental exposure and wear.